Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for a thoracic aortic aneurysm and a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. The procedure was a 2-debranching zone 0 tevar with a chimney technique for the brachiocephalic artery (using an iliac extender component of gore® excluder® aaa endoprosthesis). Thus, before the stent graft implantation, axillo-axillary arterial bypass (ax-ax bypass) was constructed and the left subclavian artery was plug-embolized. It was unknown if the graft used for the bypass was a gore product or not. All the planned devices were placed successfully. No endoleak was found, but it was noted that the blood flow in the ax-ax bypass had decreased. Reportedly, it was due to a problem with anastomotic site and repaired surgically. During closing of the surgical incision, swelling around the right shoulder was noted. Access vessel trauma in the right axillary artery due to gore® dryseal flex introducer sheath was suspected. The incision was reopened again and the physician checked the vessel condition. At that time, the attended fsa left the operation room and thus, the outcome of the patient was unknown.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.